Manufacturer narrative:
This part was discarded by the site and will not be returned to manufacturer for analysis. The site used backup instrument in the kit. No parts have been replaced. No findings possible. Instrument discarded.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the instrument broke off in the left l5 pedicle. The surgeon eventually removed the piece of instrument. They confirmed with x-ray that all of the instrument was completely removed from patient. This caused a 45 minute delay in procedure. The surgeon completed the procedure with the use of the navigation system and the backup instrument from the kit . There was no adverse impact to the patient reported. It was reported that the patient's bone was very osteoporotic and more susceptible to the needle becoming stuck.